Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station was reported to be periodically rebooting automatically and displaying a disconnected mode. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was reported to be periodically rebooting automatically and displaying a disconnected mode. A field service engineer (fse) identified an issue with the drawer communication and replaced the pyxis bus cable after observing a section of the cable was exposed and in contact with the back panel. The fse completed the replacement to prevent further electrical interference and ensure proper drawer communication. The system functioned as intended after the field service engineer repaired the device.